Event description:
Aventis case ID: (B)(4). Initial report: this case was reported by a physician and received from our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). A (B)(6) female patient started poly-l-lactic acid (sculptra) in a frequency of 1 application each 10 months. Relevant medical history was not provided. Concomitant medication includes vitamin c and past use of hyaluronic acid in the lips before poly-l-lactic acid treatment. However, poly-l-lactic acid was not applied in the same area. Three months ago, the patient has been presenting with an unpainful nodule in her face and neck. Poly-l-lactic acid was reconstituted in 3 ml of sterilized water and 2.5 ml of lidocaine. The patient applied 0.4 ml of poly-l-lactic acid in cheek, 0.6 ml in nasolabial fold, 0.6 ml in mandible arch, 0.3 ml in mentolabial sulcus and 0.4 ml in malar area. These applications occurred in right and left side of face using the same volume. On (B)(6) 2008, the physician who clarified that the patient applied poly-l-lactic acid twice, the first one in (B)(6) 2005. The granuloma appeared in (B)(6) 2007. In (B)(6) 2007, the patient returned to the physician office and the reaction was ongoing. Then, the physician applied theracort (triamcinolone) as corrective treatment. The physician has no information about patient's outcome since then. Outcome: unknown. Physician's causality assessment: not provided. Lab results (date nos): biopsy (histopathologic exam): granuloma of strange body to poly-l-lactic acid.

Manufacturer narrative:
Addendum for follow-up received 26-feb-2008: results for ptc (B)(4) were reported. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.